Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
A pt's parent contacted our (B)(4) affiliate on (B)(6) 2011 to report the pt had been wearing 1-day acuvue trueye contact lenses (narafilcon a) for 2 days and experienced redness in the left eye (os) and the pt had a white dot on the cornea. The pt consulted an eye care professional (ecp) and was diagnosed with a corneal ulcer. The pt was prescribed "eye drops" and instructed to discontinue contact lens wear and return for a follow-up exam on the day this information was received, (B)(6) 2011. The pt's parent refused to provide additional information because the pt was not a minor and the parent did not have the pt's consent. The pt's parent offered to get the pt to provide additional information about this event. The pt's parent refused to provide contact information for both the parent and the pt. At this time no additional information has been received and we are unable to contact the pt or the parent. The pt's parent provided the lot number but did not know if the product is available to be returned for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5402690293 was produced under normal conditions. Narafilcon a contact lenses are not marketed in the united states. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is received, we will report it within 30 days of receipt. (B)(4).